Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump was dropped and subsequently the touchscreen displayed a light crack and stopped accepting input, while the display still powered on and blood glucose was reportedly unaffected; the problem involved a fractured touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen leading to a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.